Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. Upon triage of the unit on 4/18/2018, service found the unit has no audio.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿returned unit for service/ repair. Upon triage, the technician found unit has no audio and a damaged sensor.¿ the unit was triaged and the reported condition was confirmed. U14 of the buzzer circuit was found displaced to the lower side of the pcba. The chip was further inspected under a microscope. It was found that pins 13 and 14 are completely separated from their respective copper leads. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.